Event description:
Boston scientific received information that out of range pacing impedances greater than 2000 ohms and a loss of capture (loc) were observed on this left ventricular (lv) lead. The local field representative discussed with boston scientific technical services (ts) testing various programming configurations for root cause. There were no adverse patient effects reported. A request for additional information has been sent.

Event description:
Additional information was received that capture and out of range impedance measurements were restored by changing the lv pacing vector. An issue was found with the lead electrode tip that was the concluded cause to the issues. There were no adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.